Manufacturer narrative:
The customer's complaint that the male end of the plastic luer lock breaks apart could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified .

Event description:
It was reported that the male end of the plastic luer lock broke apart when trying to attach the tubing to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the male end of the plastic luer lock broke apart when trying to attach the tubing to the patient.